Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication of separation of abdomen from abdominal wall was considered a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021 the patient experienced abdominal pain. The abdominal pain did not get better with pain medication and the patient went to the emergency room. The patient had a swollen and sensitive stomach and was sent to the operation room due to a separation of the "abdominal from the abdominal wall." It was noted that the external fixation plate was tight but the tubing was "stretched." The tubing was stitched during an laparoscopy. It was reported that the separation of the abdomen from abdominal wall was probably due to the patient's enlarged / full big colon. At the time of report, the patient's operation was a success and the area looked good according to the physician